Event description:
It has been reported that a tdxsc2-cg power chair has stopped several time on the end user while in his yard. The end user would wait a little bit and wiggle the joystick before it would power back on. It was also reported that on one occasion the power chair just stopped and threw the end user into the wall, hitting his right shoulder. He already had shoulder pain, but his should has been hurting more on top of the arthritis. No medical intervention was sought because he didn't want to go through the hassle of having someone help him to get to the hospital. The power chair was also reported to make sudden accelerations when going down his ramp at home.